Manufacturer narrative:
Initial reporter's phone number: (B)(6). The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was confirmed. An assessment was performed and found that the motor had seized and was rough running. It was further noted that there was excessive noise. The assignable root cause was determined to be due to wear from normal use and servicing over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported from (B)(6) that the motor of the small battery drive device had an unspecified defect. During in-house engineering evaluation it was found that the motor had seized, was rough running and had excessive noise . It was not reported if the device was used in surgery. It was not reported if there were any delays in a surgical procedure or if a spare device was available. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.